Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The subject device was used in an unspecified procedure. The intended procedure was completed with the subject device. In the procedure, there was no irregularity reported with the device. Perforation of the colon occurred later. It was reported that an electrical arc caused the perforation during the procedure. There is no more information at this time. This is the report regarding the perforation of the colon.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record of the subject device was unknown since there was no information of serial number, however, the subject device is presumed that there was no irregularities when shipment since this model is underwent a 100% inspection. This model is an ultrasonic device and has no electrical output function. Therefore, omsc assumed that the subject device had no relevant to the electrical arc which reported as the possibility of causing the colon perforation.